Event description:
A report was received that alleges that the tracheostomy tube required removal and replacement as the pt's wife damaged the inner cannula during suctioning. Replacement was successfully accomplished. No incident related medical sequela was reported.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.